Manufacturer narrative:
Additional information received reported that an additional intervention was performed approximately 3 months post index procedure. Both the right and left iliac arteries were relined with non mdt stent grafts and completion angiogram confirmed the type ib endoleak was resolved. Other relevant device(s) are: product ID: etlw1620c124ee, serial/lot#: (B)(4), ubd: (B)(4) 2021, UDI#: (B)(4); product ID: etlw1624c124ee, serial/lot#: (B)(4), ubd: (b(4) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1620c124ee, serial/lot #: unknown, ubd: unknown, UDI #: unknown, product ID: etlw1624c124ee, serial/lot #: unknown, ubd: unknown, UDI #:unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors and an endurant iis stent graft system were implanted in a patient for the endovascular treatment of a 76 mm abdominal aortic aneurysm. It was reported that approximately three weeks later a follow CT scan showed a type ib endoleak. The event is unresolved and continuing without treatment. The investigator has not assessed the event. No additional clinical sequelae were reported and the patient is being monitored.